Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in disconnected mode. A field service engineer (fse) found that the station was not receiving gateway information and was unable to connect to the internet. Upon investigation, the fse ran a cable across the room to a different wall outlet, which successfully provided connectivity and allowed the station to obtain an ip address. The issue was identified as a hospital network problem, and the pharmacy was advised to contact the hospital it department for resolution. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode.there were no adverse events or injuries reported based on this event.